Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. No reported impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.